Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis as the device remains in situ. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted as part of the ide study. On (B)(6) 2017, the patient underwent a successful valve-in-valve procedure secondary to moderate-severe stenosis in the prosthetic valve. The patient's mean gradient was reduced from 45mmhg to 16mmhg and a trivial paravalvular leak was noted. (Clinical study patient ID: (B)(6)).